Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Further follow-up indicates the patient had surgical intervention on 19aug2020, during which the ipg was explanted and replaced.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received a error message on their external device. As the result, the patient may undergo surgical intervention to address the issue.